Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, an attempt was made to implant a contralateral leg component (plc141000j), with push-up technique to fit the trunk-ipsilateral leg component to patient's anatomy. Approximately 3 cm of distal end of the plc141000j was located in the right external iliac artery, and the proximal end of the plc141000j at the junction of the trunk-ipsilateral leg component was deployed. Then, push-up of plc141000j was performed. The distal end of the plc141000j appeared above the marked location of the branch of right external iliac artery and right internal iliac artery, then the plc141000j was deployed. However, the plc141000j was not pushed-up enough and was implanted about 1 cm into the right external iliac artery, where it unintentionally covered the right internal iliac artery. An attempt was made to push-up the plc141000j using a balloon, however, it was unsuccessful. An angiography revealed the right internal iliac artery very delayed. The physician stated that the device was pushed-up enough against the mark, however, the vessel was also pushed-up. Reportedly, it would have been better if angiography had been performed at the time of the push-up, considering the possibility of the vessel being pushed-up. Also it would have been difficult to push-up the device 3 cm, the distal end of the device should be placed a little higher before push-up.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.